Manufacturer narrative:
The exact device was tested. The air-in-line sensor and alarm functioned as expected. (B)(4).

Event description:
It was reported to zyno medical that "pump didn't 'see' air in tubing today, patient noticed it thankfully, and called me over there. The line was full of air all the way to her hand." There was not any harm to the patient.